Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. It was stated that the customer had stress and possible infection. The programming, time, and date were correct. It was stated that the customer is not connected to the insulin pump at this time. Ran a fixed prime and passed. The nurse believed hat her high glucose was due to her current stress and infection, but the doctor did want to have the insulin pump testing prior releasing the customer. No further info was provided.